Event description:
It was reported that prior to use with bd autoshield¿ duo pen needle 30g x 5mm (100 count) the cannula pulled out. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the needle tip came out before use.

Manufacturer narrative:
H6: investigation summary. One open 30g x 5mm safety pen needle sample and three photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned sample and photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4: medical device expiration date: unknown. H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4: device manufacture date: unknown.

Event description:
It was reported that prior to use with bd autoshield¿ duo pen needle 30g x 5mm (100 count) the cannula pulled out. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the needle tip came out before use.

Manufacturer narrative:
The following fields were updated due to additional information: h6: imdrf annex b grid: b01 h6: imdrf annex c grid: c070603 h6: imdrf annex d grid d0301 h6: investigation summary one open 30g x 5mm autoshield duo sample and three photos were returned from an unknown lot no., cat. No. 329705. Visual examination was carried out on the returned sample and photos and it was observed that the np shield and outer shield had not activated. After analysing the defective part, the root cause for the activation failure inner shield was found to be due to the hub being broken into 2 pieces, leading to an activation failure on the patient end, and as the np end is triggered when the patient end is activated, both ends did not activate. The most probable root cause for the hub being broken is a double up of parts on cell 20 station 10 during assembly process at spn 01.

Event description:
It was reported that prior to use with bd autoshield¿ duo pen needle 30g x 5mm (100 count) the cannula pulled out. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the needle tip came out before use.